Event description:
Customer contacted an alaris, they had an incident of "tubing disconnecting at lower fitment of the pumping segment. No pt injury was reported. Blood pressure went down after tube came apart, unk drugs used for blood pressure control. They reconnect the tube that came off from parts." No further info was available for the customer.